Event description:
Balloon is not filling nor emptying normally. When balloon was emptied, there was liquid in the balloon. Catheter was inserted normally. When fault was noticed the faulty product was taken away and a new catheter was inserted.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.